Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. But was returned to olympus. (B)(4) sent the subject device to a third party laboratory for additional microbiological testing. In the test, the biopsy channel of the subject device tested positive for coagulase-negative staphylococcus (1cfu). And the air/water channel of the subject device tested positive for bacillus sp. (1cfu). This microbiological test result meets the target level of the (B)(4) guideline, ¿(B)(4) - march 2007: elements of quality assurance in health related to the microbiological of endoscopes control and traceability in endoscopy¿. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present, if significant additional information is received, this report will be supplemented. The target level in (B)(4) guideline means the level of quality which aims to ensure and maintain normal safety and working conditions in a controlled environment.

Event description:
Olympus medical systems corp. (Omsc) was informed that during three surveillance culturing at the user facility, the subject device tested positive for the following some kinds of bacteria. The subject device tested positive for pseudomonas aeruginosa, klebsiella pneumoniae, acinetobacter baumannii, ochrobactrum sp. And achromobacter sp. (Total of microbial colony count >100cfu) on (B)(6) 2016. The biopsy channel of the subject device tested positive for pseudomonas aeruginosa and stenotrophomonas maltophilia (total of microbial colony count >100cfu) on (B)(6) 2016. The air/water channel of the subject device tested positive for pseudomonas aeruginosa, stenotrophomonas maltophilia, achromobacter sp. (Total of microbial colony count >100cfu) on (B)(6) 2016. There was no report of infection associated with this report.